Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system exhibited high thresholds and high out of range pacing impedance measurements on the right ventricular (rv) lead, measuring greater than 2000 ohms. When in the unipolar configuration the rv pacing captured the atrium. This rv lead was explanted and replaced. During the revision procedure, the physician intentionally made a proximal incision in this rv lead due to access purposes for the new lead. This pacemaker remains in service. No additional adverse patient effects were reported.